Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated they were experiencing error code 1007 on the architect analyzer. Additionally, the customer stated the t3 control was generating discrepant results. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The facility representative reported a colleague infusion pump that "went into failure." It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During a review of the event history, it was discovered that the reported condition occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module software version for this device is 5.09.90, categorized as remediated.